Event description:
Description of event according to initial reporter: patient has had two unsuccessful procedures to remove device (B)(6) 2023 and (B)(6) 2023. The filter is imbedded. There has not been any indication that it is fractured.